Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with losing power and rebooting to bios password. The field service engineer replaced hard drive cable to resolve bios password issue upon reboot and moved power cords to proper outlets, removed fridge off of ups. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a power issue. The customer stated that the pyxis shut down upon reboot is showing password screen for a password to be entered. The user shut the machine down again and leave it off for five minutes before powering it back on, but the issue is persistent causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.